Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The exposed portion of the soft cannula was found to have a tear on both sides and cause a leakage. Fluid was observed exiting the tears. It could not be determined when and how the tears occurred or if it contributed to the reported event. No other damages or defects were found with the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 22.2 mmol/l (399.6 mg/dl) while wearing the pod for between 25 and 36 hours. When removed from the infusion site on the hip/buttocks, the pod's cannula was found bent.